Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
Cec adjudicated that the previously reported patient death was a cardiac death.

Event description:
During the index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. Approximately 23 months post the index procedure, the patient expired. Death was assessed as non-cardiac, due to a cerebral aneurysm. Investigator assessed that the death event was not related to the study device.